Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. The leak was discovered during compounding. There was no patient involvement. No additional information is available.